Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a physician received high impedance on a patient's device after performing an unknown diagnostic test on (B)(6) 2011. The patient had been having break through seizures for 2 weeks whose pre-vns baseline comparison was unknown. Furthermore, the patient was having erratic stimulation in the neck area. The device was not disabled, and there had been no trauma or manipulation reported. Last known diagnostics were performed on (B)(6) 2009 and results were within normal limits. The patient's clinical information was received. On (B)(6) 2011, the doctor noted, "since last visit, she was doing extremely well until about three weeks ago...she also notes that her vns has been irregularly going off and at times can be painful...1.25 ma, 20 hz, 250 microsec, 30 secs, 60 secs, and 1.25 ma, 30 secs, and 500 microsecs" and also "she had a recent, what sounds as of a recent breakthrough seizures that I suspect may have been secondary to either tramadol use, change in diet, or perhaps vagal nerve stimulator malfunction...her vns showed a limited output status and a lead impedance was very high with a dcdc converter code of seven..." Follow-up from the physician indicated that x-rays had not been taken of the patient and the patient "was seizure free, now had a seizure." The patient subsequently underwent a full revision surgery. Attempts for further information have been unsuccessful to date.